Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: administrative medical assistant. G4: 510k: k033913. Investigation result the returned devices were progreat catheter (the actual catheter) and an integrated guidewire (the actual guidewire). They had been combined. Attempted to remove the actual guidewire, it was possible to remove it without resistance. Appearance confirmation [actual guidewire] the outer layer coat had been peeled off and flared at approximately 555 mm - approximately 585 mm. The outer layer coat had been buckled at the peeled part of it. There were a starting point of peeling of the outer layer coat and tearing at the peeled part of it. It was inferred that some hard object came into contact with the involved part and the outer layer coat was elongated toward the proximal end, resulting in the peeling of the outer layer coat. It had been abraded at approximately 850 mm - approximately 855 mm, approximately 880 mm - approximately 905 mm, approximately 990 mm, and approximately 1425 mm - approximately 1440 mm from the distal end. No anomaly such as abrasion was found in other parts. [Actual catheter] no anomalies such as a kink or crush were found over the entire length. No anomaly such as obstruction in the lumen was found over the entire length. Combination test a factory-retained 0.018-inch guidewire was inserted into the actual catheter. It was possible to be inserted without resistance over the entire length. The peeled piece of the outer layer coat came out from the lumen of the actual catheter at this time. It was considered that it entered the lumen of the actual catheter when the actual guidewire with the outer layer coat peeled off was inserted into the actual catheter. In the state of combining the actual catheter and the factory-retained 0.018-inch guidewire, the factory-retained 0.018-inch guidewire was removed. It was possible to be removed without resistance over the entire length based on the combination test result, it was considered that there was no anomaly in the actual catheter. Function confirmation the outer diameter of the actual catheter: it met the factory's specifications. No anomaly was found. The inner diameter of the actual catheter: it met the factory's specifications. No anomaly was found. The outer diameter of the actual guidewire (normal part): it met the factory's specification. No anomaly was found. History investigation of the involved product code and lot number no anomaly was found in manufacturing records and shipping inspection records no other similar report was found in the past complaint file. Simulation test the following simulation test was conducted assuming that the outer layer coat became peeled off as a result of pulling out the actual guidewire while tightening a metal torque device with it. When the factory-retained metal torque device was pulled towards the proximal side with it tightened with the factory-retained 0.018-inch guidewire, the outer layer coat became peeled off. Upon microscopic inspection, flare and slight buckling of the outer layer coat were observed. This state was considered similar to that of the actual guidewire. Relevant instructions for use (IFU) reference: before starting a procedure, make sure to check all devices and tools are in proper condition. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that during preparation of the microcatheter, it was impossible to withdraw the microguide after flushing. Microcatheter was blocked in catheter. Procedure outcome was not reported. No harm to the patient was reported.